Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. A false positive signal artifact monitor (sam) event was subsequently recorded disabling the respiratory rate trend signal. Additionally, an alert was displayed for right atrial automatic threshold (raat) test detected as greater than programmed amplitude or suspended. Technical services (ts) reviewed the data and observed noise being oversensed on the atrial channel. P waves amplitude measurements were within normal limits. Based on these findings, ts provided programming recommendations and advised further evaluation, as a ra lead fracture is suspected. Additional information is being requested from the field. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. A false positive signal artifact monitor (sam) event was subsequently recorded disabling the respiratory rate trend signal. Additionally, an alert was displayed for right atrial automatic threshold (raat) test detected as greater than programmed amplitude or suspended. Technical services (ts) reviewed the data and observed noise being oversensed on the atrial channel. P waves amplitude measurements were within normal limits. Based on these findings, ts provided programming recommendations and advised further evaluation, as a ra lead fracture is suspected. Additional information is being requested from the field. No adverse patient effects were reported. This ra lead remains in service. Additional information was provided. The ra lead sensitivity was reprogrammed to prevent noise from being sensed. This lead remains in service. No adverse patient effects were reported.